Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported customer is in the hospital due to elevated readings. Customer stated she wasn't feeling well, vomiting and eventually passing out on the bathroom floor. Customer reported she thinks she may have bolused for the elevated readings but is unsure. Customer stated her husband called the paramedics and at the hospital the treated with some IV's with insulin. Customer reported she had been combative and was fighting the paramedics in her confused state. Customer stated she is confident that her devices are working correctly. Customer reported she recently had surgery and was in extreme pain and was struggling to eat; she wasn't feeling well. Customer doesn't remember any of that day but this is what her relatives told her. She said she doesn't remember if she tested before she went to the hospital or not and she can't say for sure what treatment she received from the paramedics or hospital staff. No product requested for return.